Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (1.5 mg/ml) and morphine (10 mg/ml) via implantable pump. It was reported that the hcp had been unable to put in 40ccs of drug the last two refills. 6 weeks ago they were only able to put in 33ccs after everything was aspirated and this week they were only able to put in 35ccs. It was confirmed they use mdt refill kits under fluoroscopy and this patient was not a difficult stick. It was confirmed the patient was not undergoing hbo therapy/scuba diving so no pressure change would have deformed the reservoir. Discussed applying negative pressure when aspirating contents out and hcp confirmed they do get back air bubbles but do not continue to pull back. Suggested aspirating 3x to get back all bubbles while making sure needle was secure on tubing to get all air out of reservoir. The patient was asymptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.